Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with dry eye and blurry near vision of the right eye one year following lasik treatment. The preservative free tears were increased and a trial of liftegraft solution was began; the patient will follow up in one month.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. Root cause could not be determined conclusively, however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. (B)(4).